Manufacturer narrative:
Corrected the dates in d10.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Troubleshooting was unsuccessful and ipg was deemed inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Section b3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received patient underwent surgical intervention where the ipg, and leads were replaced, and therapy was restored.